Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the failure to advance was not determined due to insufficient clinical details.

Manufacturer narrative:
D4. Unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. D4: updated the serial number and catalog number.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was being delivered via the femoral artery to support the 84 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Patient was known to have suffered a cardiac arrest with CPR and been on inotropes, vasopressors, and a vent for respiratory needs. The other medical history was not shared. The team was attempting to place the cp but with the presence of severe peripheral arterial disease, there was difficulty. The 14fr introducer was placed and the guidewire but, the pump came out of the left ventricle and could team could not cross the aortic valve. The patient was actively coding during the failed delivery and the patient expired when the decision made to abort the pump placement. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.